Event description:
It was reported that during a thoracoscopy procedure after the third reload was inserted, the instrument could close and fire but the staples were not formed properly. There was no adverse patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.